Manufacturer narrative:
The event was the result of a software service upgrade that was carried out while an imaging procedure was in process. As a result there was a loss of one of the pt's images. A system error message alerted the technician and the file was re-installed with successful results. No add'l images were required to be taken. It is important to note that this customer participates in an FDA medwatch pilot program that includes voluntary reporting. Per the customer, as part of the pilot program use issues are also reported (including system, network, education, and human factors issues) that could contribute to device problems. In the normal course of business (following agfa quality system procedures) this would not be an MDR reportable event, however we have chosen to report this so that our info (including eval methods and conclusions) is present in the agency's MDR database.

Event description:
This product problem was originally communicated to the FDA by the customer on (B)(6) 2010. As a result the agency forwarded the form FDA 3500a to our attention. We rec'd it on (B)(6) 2011. The health care professional reported that an agfa rep initiated a software upgrade on a system while the facility was processing pelvic radiographs of a pt. As a result, one image was lost however other image(s) were used and were found to be sufficient.